Event description:
Physician was attempting to treat a lesion in the left anterior descending (lad) using an nc sprinter balloon dilatation catheter. Angiography result showed diffused calcification from the left main to the lad. Physician used a non-medtronic guide catheter and a non-medtronic guide wire through the lm to reach the distal lad. The lesion was pre-dilated with a 2.5 x 15mm sprinter legend. A 3.5 x 18mm resolute drug eluting stent was implanted and an attempt was made to post-dilate using the nc sprinter balloon. It was reported that the balloon couldn¿t pass and was removed in the distal of the guide catheter. Only the ¿connecting rod¿ was removed. It was reported that the distal part of the device ruptured. The balloon was removed from the patient with the guide wire and catheter. There was no injury to patient reported. Evaluation summary: the distal tip was slightly flared. The balloon folds were intact. The transition shaft was stretched and kinked. The transition shaft length was measured at 20.2cm; specification is 11.5cm-12.5cm. The shaft had detached 8.0cm proximal to the guidewire entry port bond. The transition shaft material was jagged and uneven at the detachment site.

Manufacturer narrative:
Evaluation results: related to operation context (appears most likely that the event was due to use of the device in a diffusely calcified lesion and was related to the operational context of the procedure). Evaluation conclusions: operational context contributed to event (appears most likely that the event was due to use of the device in a diffusely calcified lesion and was related to the operational context of the procedure). (B)(4).